Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Not explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an initial open reduction internal fixation (orif) left ankle on (B)(6) 2016. During the procedure, the locking screw did not engage in the distal posterior hole of the plate. The screw was reused in another hole and locked in place. There was no surgical delay and the procedure was completed successfully. This complaint involves one parts. This report is 1 of 1 for (B)(4).